Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that they had a no delivery alarm during the night and that the customer had a high blood glucose the next day. The customer¿s blood glucose level was 425 mg/dl. They did not mention any form of treatment. The caller was reporting a past event. Troubleshooting was performed. The caller had placed the customer on their old insulin pump. They did not have any other issues with the back-up insulin pump. The caller reported that the event was resolved by changing the complete infusion and reservoir set. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery. The insulin pump was had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.